Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 2000022460.

Event description:
It was reported that the patient was having pain at the ipg site. All device components were explanted. No further information has been obtained despite good faith efforts.